Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was the needle removed from the patient? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Lot number? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03164.

Event description:
It was reported that a patient underwent a unknown surgery on an unknown date and suture was used. During the procedure, the needle was detached from the suture easily. This happened in two packages in a row. These were control release needles. There were no patient consequences reported. Additional information was requested.